Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 2pm. At unspecified dates/times the patient reportedly obtained blood glucose results of "52, 48, and 57mg/dl" with the subject meter; performed more than 20 minutes of each other. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages his diabetes with oral medication (type and dose unspecified) and also with diet and/or exercise. According to the csr's documentation, in response to the alleged meter issue, the patient reportedly consumed more food/drink at the same date/time after the alleged issue began and allegedly developed symptoms of shaking, nervousness, and could hardly stand two hours later. The patient's blood glucose result with the subject meter prior to his action is unclear, the patient's blood glucose result prior to the onset and/or during his reported symptoms are not specified, and it is not known if the patient tested his blood glucose result with another device after the alleged issue began. Following the onset of his reported symptoms, the patient denied receiving any medical intervention/treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.